Event description:
Additional medical information received from the prescribing eye care physician (B)(6) 2019 and treating eye care physician (B)(6) 2018. The patient was initially seen by his prescribing eye care provider on (B)(6) with complaints of eye pain. The patient was using an old contact lens and had been sleeping in the lens. The patient was diagnosed with a corneal ulcer and started on besivance ophthalmic suspension once every hour. The patient was seen the each of the next two days for follow-up, when symptoms worsened the patient was referred to (B)(6) specialist where he was seen and treated by dr. (B)(6). Patient was last seen by his prescribing eye care provider (B)(6) 2015 for a full comprehensive eye exam and contact lens prescription. The patients contact lens prescription expired may 2016. It is unknown if the patient was seen elsewhere for a current exam and lens prescription. The treating eye care provider states that the patient was seen in their office initially on (B)(6). The patient was diagnosed with a complete corneal ulcer and infiltrate of the entire cornea, cultures were taken and the patient was prescribed fortified vancomycin and fortified tobramycin along with the besivance. Cultures returned positive for fusarium and patient was started on voriconazole antifungal drops. Patient was seen for several follow-up visits and required penetrating keratoplasty (cornea replacement) when infection did not resolve. Patient was admitted to (B)(6) hospital, (B)(6), for surgery. As of the date of new information receipt the incident remained unresolved as patient was healing from pk surgery.

Manufacturer narrative:
(H3): analysis cannot be performed, and root cause cannot be identified. No lenses were returned for evaluation and no lot number reported. The association between the (B)(4) device and the event is unconfirmed.

Manufacturer narrative:
Analysis cannot be performed, and root cause cannot be identified. No lenses were returned for evaluation and no lot number reported. The association between the coopervision device and the event is unconfirmed.

Event description:
Manufacturer received notification of mw5080473, reported through the FDA medwatch program by the treating physician. The physician states that the patient improperly wore and cared for his contact lenses leading to a serious corneal ulcer that cultured positive for fusarium keratitis. The infection was severe in nature and lead to a therapeutic penetrating keratoplasty (cornea replacement) with poor visual prognosis in that eye. Additional information was obtained from the treating physician by the manufacturer. The patient had been seen by several other physicians before being treated by his location. The ulcer was in the patients right (od) eye. The patient was vague in his description of the incident, the physician believes this is related to user error of the device, possibly some foreign body may have gotten in the eye during yard work. When the patient returned the remaining sealed contact lenses to the office the packaging was in poor and soiled condition, the items were discarded. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, unknown resolution, medical interventions to prevent or preclude a permanent injury or illness and the prognosis of permanent injury or illness; decreased vision of the right eye.